Event description:
It was reported that approximately twelve months post-implant of bifurcated device, infrarenal aortic extension, and suprarenal aortic extension, the patient presented with an aortic infection. Reportedly, the patient was treated with bilateral axillo-femoral bypass and the devices were explanted. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Based upon the investigation findings, the reported event is inconclusive. A sample evaluation was conducted, yet no definite root cause could be determined. Furthermore, medical records were reviewed by medical director and it was indicated that no root cause could be determined and that the device did not malfunction. No conclusions could be drawn.